Event description:
As reported during use, the swan ganz catheter white cap and blue line completely disconnected and broke off. No additional information was available. There was no patient injury. It is unknown if the device is available for evaluation.

Manufacturer narrative:
Additional product codes include: dqe - catheter, oximeter, fiberoptic; dqo - catheter, intravascular, diagnostic; kra - catheter, continuous flush. Multiple attempts were made to secure the return of the device. However, the device was not sent back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was not completed, as the lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as a part of the monthly review.